Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that no issue was identified with the medstation main unit. The system functioned as expected since the issue was not with the medstation main.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a full-height drawer failed and could not be recovered. The drawer displayed a failed to stay closed error and could not be opened for recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.